Event description:
Dr treated a family member with ovarian cancer using ozone therapy of the blood. This treatment included the removal of 250 cc of blood which was ozonated with 250 cc ozone and returned to the patient. This procedure was performed three days in a row every two weeks for 3 cycles, starting 2007 and ending approx one month later. After the first set of 3 treatments, the patient noticed worsening symptoms, including decreased urination and increased abdominal discomfort. The doctor ascribed these symptoms to cancer cell death and reassured her that it should improve. Meanwhile, the urinary output continued to decrease and the patient felt worse. Following the third set of ozone treatments, the patient awoke with abdominal cramping, nausea and vomiting requiring emergency admission to the hospital for treatment of small bowel obstruction and gastrointestinal bleeding. The patient died three weeks later, after a three week hospital stay during which the doctors were unable to resolve the gastrointestinal bleeding and vomiting or return the patient to adequate oral food intake and oral medications. Dose or amount: 250 cc, frequency: daily x3 every 2wk, route: IV. Dates of use: approx one month in 2007. Diagnosis or reason for use: treatment of ovarian cancer.